Event description:
Physician was performing the procedure when the fluoro showed the cement had left the vertebral space, extravasating out of the vertebral body posterior and superior, appearing initially to be in a vein or artery or exterior to the vertebral body, possibly in the canal. Procedure was stopped for a period of time.

Manufacturer narrative:
A complaint sample was not provided for this failure mode; therefore the quality of the product in regards to the reported failure mode could not be evaluated. A review of complaint data did not identify any additional complaints of similar nature. Based on the complaint review, this complaint is classified as an isolated report. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history review, raw material history files for the listed manufacturing lots di not show any non-conformances relate to this reported issue.